Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-08024, 08025, 08026. It was reported the pt charged the ipg (implantable pulse generator) frequently. The surgeon planned for a system replacement due to the age of the device (device 1). During the revision on (B)(6) 2013, impedance testing of the leads (device 2 and device 3) were invalid and at least one fracture was observed when removed. When a new lead (device 4) was attempted to be implanted, the pt developed numbness and weakness in the right leg and foot and so, the procedure was abandoned. The pt later regained normal sensation and movement in the right leg and foot. It was reported a new system may be implanted at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.